Event description:
The customer contacted arjo and informed about needing assistance with the citadel plus backrest setting. During the device inspection it was detected that the side rail lower arm (part of the side rail mechanism) was broken in two pieces causing the side rail detachment. There was no allegation that any patient was involved when the issue occurred. No injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
The arjo service consultant who visited the facility established that the bed could not be moved up due to the collision between the side rail panel and the width extension frame. As a result, the side rail lower arm (part of the side rail mechanism) was broken in two pieces causing the side rail detachment. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. In the analysed case, the width extensions in the backrest section of the bed were extended, the width extensions in the seat section of the bed were not extended. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes the following warning: ¿to prevent damage to the bed as well an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position.¿ it also includes information that the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Sum up, it has been determined that the side rail became damaged due to collision with the width extension. The side rail was damaged, therefore the arjo device did not meet specification. There was no allegation that any patient was involved when the issue occurred. The complaint was assessed as reportable due to the detachment of the side rails. No injury occurred.